Manufacturer narrative:
This event occurred in (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the stago chronometry neoplastin ci + method, resulting with a value of 3.2 inr. At an unknown time, a sample from the patient was tested using the meter, resulting with a value of 5.4 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3 to 4 inr. The patient's product was requested for investigation. Relevant retention test strips (lot 353498) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.